Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump could not be powered on and remained unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide backup method of insulin therapy.